Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was hospitalized due to high blood glucose and diabetes ketoacidosis. Customer stated the insulin pump alarmed pump error and delivery stopped. We were unable to complete rewind due to pump error. The customer's blood glucose was 21.8mmol/l.

Manufacturer narrative:
This report is being corrected from an adverse event to a product problem.

Manufacturer narrative:
The insulin pump alarmed no motor movement during rewind due to corroded motor home switch. Unable to confirm additional error alarms due to no motor movement alarm also, unable to performed displacement, rewind, seating and basic occlusion due to no motor movement alarm. The insulin pump was received with scratched case.